Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was short in tower power box. A field service engineer (fse) observed that when the tower was connected to the main cabinet, the power supply crowbarred and the station did not power on. The tower was already disconnected upon arrival. The fse connected the cable to medcart port 1, and the station indicated ac power loss. The fse tested the cable on medcart port 1 caused ac power loss, while port 2 allowed normal operation, and the station also ran normally when the door controller was disconnected. After reconnecting the door controller caused the station to fail to power on, and disconnecting components afterward did not restore power. The customer provided a spare medcart cable, which the fse installed. With the replacement cable, the station was able to remain powered on through any medcart port. The fse reconnected the tower door, controller, and medcart cable, and the station successfully recognized the tower and remained fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the screen went black in the middle of a case, resulting in a delay to the patient care. However, no harm occurred. The customer attempted to reboot the device, it did not make the usual fan sound indicating it was powering up. The device was shown as offline in remote support service (rss), and the issue was suspected to be an internal battery problem. The customer stated that this malfunction occurred in the middle of a case and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.